Event description:
It was reported that "post-op a robotic assisted hysterectomy, the pt returned for an unk reason. Upon post-op exam, the stratafix suture used on the vaginal cuff closure was found to be loose and the color has changed to clear." (B)(4).

Manufacturer narrative:
The actual prod involved with the incident reported with not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No prod eval can be performed. Without the finished good lot number it is not certain if there were any qual issues against the raw material suture or the finished good lot. However, a record review of item (B)(4) was performed. A total of (B)(4) device history conformances issued for these lots nor suture component lots. The prod from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the info provided. Reference: complaint #(B)(4) (ethicon's complaint# (B)(4)) item #(B)(4) stratafix spiral pdo knotless tissue control device 2ct-3 -1- pdo 14 x 14 13mm ldr, lot unk.